Event description:
This report summarizes 9 malfunction events in which the device or cutting accessory fractured. - 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 9 previously reported events are included in this follow-up record. Product return status 6 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 9 events were reported for this quarter. Product return status 9 device investigation types have not yet been determined. Additional information 9 devices were labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device or cutting accessory fractured. - 9 events had patient involvement; no patient impact.

Event description:
This report summarizes 9 malfunction events in which the device or cutting accessory fractured. - 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 9 previously reported events are included in this follow-up record. Product return status 9 devices were evaluated based on historical data analysis.